Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 3/5 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2367 that occurred on the homechoice (hc) unit during drain 3 of 5. The technical service representative (tsr) explained the alarm indicates air entered the set up and assisted the hp to cycle the power to clear alarm. The tsr reviewed the alarm log and the hp had a se 2240 previously. The hp confirmed to discard supplies and start over with a new set up. There was patient involvement; there was no patient injury or medical intervention associated with this event.